Manufacturer narrative:
(B)(4)

Event description:
The patient presented to the clinic for a follow-up visit. Upon interrogation, the ICD displayed several automatic mode switching (ams) episodes. Ams was attributed to far-field r wave oversensing. Reprogramming options were discussed. No patient symptoms were reported.